Manufacturer narrative:
According to the facility, "the adaptor had disconnected from the top screw on connection and the air was leaking from the disconnected part just above the concentration selector and patient was not receiving any oxygen which had caused the monitor to alarm and alert staff." No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, "the adaptor had disconnected from the top screw on connection and the air was leaking from the disconnected part just above the concentration selector and patient was not receiving any oxygen which had caused the monitor to alarm and alert staff."

Manufacturer narrative:
Updated h6: type of investigation (b). Updated h6: investigation findings (c).

Event description:
The adaptor became "disconnected from the water bottle and fell to the floor, causing staff to obtain another system". The customer reported as a result the "patient did pass away", but they did not want to state that the product was the cause due to the patient doing "poorly".

Manufacturer narrative:
The customer reported that the adaptor became "disconnected from the water bottle and fell to the floor, causing staff to obtain another system". The customer reported as a result the "patient did pass away", but they did not want to state that the product was the cause due to the patient doing "poorly". Despite the customer report, the product issue was followed with a patient death, therefore the incident will be considered a contributing factor to the patient death. Updated: b2: outcomes attributed to adverse event. B5: describe event of problem. H1: type of reportable event. H6: health effect - impact code (f).